Manufacturer narrative:
Reported event. An event regarding loosening involving a mako baseplate was reported. The event was not confirmed. Method & results. Product evaluation and results: visual inspection of the returned device indicated bone cement attached to the baseplate damage present consistent with the time it was implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's partial uni knee was revised to total revision knee for anterior knee pain. During revision, tibia baseplate was also found to be loose. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
Performing a uni to total revision knee for anterior knee pain. Patient has a lateral right lateral mck uni insitu performed in 2017 by doctor via mako. During revision, poly insert was extracted and found to have evidence of wear/oxidation. Tibia baseplate was also found to be loose. Surgeon reported potentially a pain contributor. Pain was mainly patella femoral however. Also polyethylene unable to see lot and size. Mako tka 2.0.